Manufacturer narrative:
Approximately 7.5 inches of the external portion/distal end of the driveline was replaced on (B)(6) 2017 and returned for evaluation. The silicone jacket, clear bionate layer, and metal shielding had been removed up until 5 inches from the metal connector. Electrical continuity testing of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Upon removal of the silicone jacket, clear bionate layer, and metal braided shielding, damage to the brown wire was observed approximately 7 inches from the metal connector. The observed insulation breach appeared to be the result of mechanical damage, consistent with the report that the patient caught their driveline on a zipper. The remainder of the driveline was then submerged in a saline solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the compromised brown wire made contact with the metal braided shield while the patient was operating on a tethered power source, the resulting electrical short to ground would result in a low speed/pump stoppage event. However, the pump stoppages captured in the submitted log file occurred while the patient was connected batteries. For an electrical short to occur on batteries, at least two conductors from two different phases would have to make contact either directly or by simultaneously touching the shielding. The investigation was therefore unable to conclusively correlate the pump stoppages in the submitted log file to the damage observed on the returned portion of the driveline. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 89 days. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The submitted log file reviewed by the technical services representative showed one pump stoppage lasting for approximately 2 seconds, and two low speed advisories on (B)(6) 2017 between 3:07:12 and 3:07:15. These occurred while the lvad system was connected to external battery power. The pump stoppage event captured in the submitted log file coincided with the reported incident when the driveline was caught in a zipper. Analyzed data did not identify any broken wires in the driveline. On (B)(6) 2017 technical services performed a distal end percutaneous lead (driveline) replacement. The patient¿s lvad system was placed on a grounded power module patient cable post replacement, without incident.